Event description:
Event description guidant received information that the patient with this implantable lead suffered a pericardial effusion, subsequent to which, the impedance measurements were difficult to obtain. It was also noted that the thresholds were high. The lead was found to have dislodged. An invasive procedure was performed to reposition the lead, however, after repositioning the lead the measurements received were still poor. The physician then elected to replace the lead with a passive fixation lead.